Manufacturer narrative:
In a good faith effort (gfe) response received on 11aug2025 from the authorized service provider, it was stated that the device's diagnostic report (drpt) was not available. The device configuration at the time of the event, including the make and model of all the breathing circuits, leak ports, masks, and attachments, was asked but unknown (asku). The patient information from the time of the event was also asku. The asp confirmed that the flow sensor was replaced in the hospital equipment department, but did not provide the part number for the new part installed. The device was confirmed to have been returned to full functionality, and was then returned to use. The testing completed to confirm this was stated to be asku. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume on the ventilator screen constantly displayed 1 or 0. The device was reported to be in use at the time of the reported problem. No patient information was initially disclosed. No patient or user harm reported. The customer stated that due to the tidal volume issue, the device was rendered unusable. This investigation is ongoing.